Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer stated that her son had vomited on her transmitter charger, and now the transmitter would not charge. The customer's blood glucose was in the 300 and almost 400 mg/dl range. She advised that she treated with the insulin pump. She was advised that a replacement transmitter would be sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.